Event description:
A pt reported experiencing inaccurate low results with a otp meter. The pt's blood glucose results were 110mg/dl (meter), 165mg/dl (lab). Tests were done within < 10 minutes with a difference of 25%. Pt did not experience any adverse events. No further info has been reported. Note - customer cleaning meter incorrectly and not storing strips correctly.